Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 328 to 538 mg/dl with an unknown cause. Reportedly, the customer had the flu at the time of the elevated bg. Bg was addressed via a manual injection. The customer was instructed to consult with the healthcare provider regarding bg level.